Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the intestinal tract during a procedure performed on (B)(6) 2021. During the procedure, the bands twined together and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on december 08,2021. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6). Section e: initial reporter facility address: (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the intestinal tract during a procedure performed on (B)(6) 2021. During the procedure, the bands twined together and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.